Manufacturer narrative:
(B)(4). The customer service engineer (cse) evaluated the ventilator and verified the reported malfunction. A visual inspection found a gouge approximately half inch in length on the display. The unit was powered up and passed the power-on self-test (post) twice with no issues. The unit was powered down and the gouge in the display was pressed. When the unit was powered back up it began to power cycle. Damage to the displays is known to cause the unit to power cycle. The cse replaced the display to resolve the issue.

Event description:
It was reported that when turning on a ventilator, the device was auto rebooting. There was no patient involvement.